Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed lead noise on the patient's right atrial lead that was occasionally being oversensed. Clavicular crush was suspected. The physician will continue to monitor, and the patient was in stable condition.